Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 431 mg/dl back to back with a result of 166 mg/dl on the aviva system when testing was performed less than 10 mins apart. Reporter indicated that he was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated the customer self-treated by eating turkey, dressing, greens, and a dinner roll for dinner. No other actions or resulting treatment was reported. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.